Event description:
It was reported that while using the ilet bionic pancreas the user experienced recurrent low blood glucose during outdoor gardening, frequently pausing insulin delivery and ingesting larger carbohydrate amounts, which led to subsequent highs; coaching was provided to use smaller carbohydrate doses and to avoid frequent manual pump pauses. Symptoms included hypoglycemia with dizziness, sweating, and shakiness, followed by episodes of hyperglycemia. Outcomes included medication/carbohydrate treatment for hypoglycemia and instances where precise values were not documented. Investigation included interviews with the user and analysis of information provided by the user. Investigation of this case revealed no device malfunction, and a usage problem was identified related to pausing insulin and overtreating lows, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event. The user was counseled on appropriate carbohydrate amounts and allowing the system to automate insulin modulation.

Manufacturer narrative:
Initial.